Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37751, serial# (B)(4); product type recharger product ID 37651, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that there was a coupling problem and the patient had experienced difficulty recharging for the 3 months prior to the report. The patient¿s implantable neurostimulator (ins) would not charge past 50% but they had been able to get up to 100% in the past. The issue with not being able to charge fully was a new issue in the past 3 months. The patient noted that these issues started around the time lithotripsy was used. The patient had had lithotripsy done approximately 3 times in the 8 months prior to the report. The patient checked the ins battery level with their recharger and their programmer and they both showed the same charge level. The patient¿s skin may heat up. The patient had not gained or lost weight and there was no movement in the ins pocket. The most coupling the patient could get was 6 bars and it would drop to 1 or 2 regularly but the average was generally 4 bars. The patient would charge for 6 to 7 hours a night overnight and had tried moving the antenna head and turning the dial on the antenna. The recharger would stay on for a while and would still be charging when they woke up. The patient did see a thermometer once early on but had not seen it since. The patient was sent a replacement recharger but it didn¿t ¿work as well¿. It appeared that the patient was not charging long enough per recharge statistics. The patient had a doctor¿s appointment on (B)(6) and was given new recharging instructions by a manufacturer representative and was able to fully recharge their battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.